Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Service history review: lot #6389027 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 22-jun-2010. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed the repair technician reported the tube was broken. Tip broken is the reason for repair. The cause of the issue is unknown. The following parts were replaced: tube, nut, collet, retaining collar, dog point set screw. This item was repaired, passed final inspection and returned to the customer on (B)(4) 2014. The evaluation was confirmed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a total of four rod introduction pliers for side-opening implants tips were broken off and found after wash. Reportedly, no surgery involvement and sales consultant confirmed items were not in the surgery room. No patient involvement. This is report 1 of 4 for (B)(4).